Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Caller tested 4.1 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. No actions taken based on device result. No adverse event related to the device was reported. Requested return of suspect system; however, caller no longer has the test strips; replacement was sent.